Manufacturer narrative:
Blank display due to corrosion found on electronics, motor, and inside the battery compartment. Unable to verify motor error alarm and weak battery alarm due to blank display anomaly.

Event description:
The customer reported via phone call that the insulin pump started to alarm motor error three days prior. The insulin pump alarmed motor error again after changing the battery. The insulin pump also alarmed weak battery. The customer changed the battery again but it did not turn on. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.